Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device function started to worsen and the knife did not work well. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.